Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's husband reported via phone call of his wife's high blood glucose levels. The customer's blood glucose level at the time of incident was 293mg/dl. The customer's current blood glucose level is 403mg/dl. The customer states they treated high levels with manual injection. Troubleshoot was conducted, and the customer is being sent out tubing clamps to conduct high pressure test. The customer will call back when the clamp arrives, and will monitor device.